Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic respiratory procedure, a fragment of the single use biopsy valve fell off within the patient¿s body. The fragment was retrieved with grasping forceps and the procedure was completed.

Manufacturer narrative:
Update to h6. This supplemental report is being submitted to provide the results of the final investigation and to update coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The returned biopsy valve components did not include the upper rubber portion, and no detached parts or damage was found of inspection. Therefore, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.